Event description:
It was reported that the green indicator light does not illuminate; alarm tests not working. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for investigation in good condition. Visual inspection found damage to the main board. The reported problem was confirmed. The main board will be replaced. The reported problem was caused from physical damage to the component. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.